Event description:
The cell ex kit was being primed pior to extracorporeal photopheresis (ecp) procedure. The kit had multiple prime ten alarms. Therakos was contacted and the kit aborted. Therakos only wanted the smart card sent in.